Event description:
It was reported that the patient was experiencing no external power and replace backup battery alarms. Log files revealed a low power hazard event on (B)(6) 2021 at 6:51:10 am while the patient was on battery power. Other unusual events were recorded throughout the log files while the patient was on battery power as well as a momentary backup battery fault alarm that soon cleared. The patient's emergency backup batteries (ebb) were exchanged in their primary and backup controllers. They were given four new batteries and four new battery clips. The replace backup battery alarms resolved after exchanging this equipment. Log file analysis noted atypical no external power events associated with short losses of the bus voltage on the white power cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient was experiencing no external power and replace backup battery alarms observed in the log files was confirmed. Log files provided by the customer were reviewed. The reported no external power and replace backup battery alarms were confirmed via the provided log files. The review of the event logs from system controller (B)(4) revealed that on (B)(6) 2021 at 6:51:10, while on battery power, the controller recorded a low external power hazard event. This alarm was associated with short losses of the bus voltage (~ 0.0v) on the white power cable, which was resulted in an atypical no external power events. The alarms resolved shortly after activation and did not affect the pump operation at the set speed limit. Between 06:51:18 and 06:51:21 on (B)(6) 2021, another no external power event was captured, which appeared to be associated with the patient disconnecting both power cables while the black power cable was disconnected. It was noticed that a backup battery fault (f34) associated with replace backup battery alarm was active on (B)(6) 2021 at 06:51:21 while backup battery was in use. The alarm cleared shortly after activating, and the backup battery was able to supply power to the system during these alarms. No interruptions in pump support were observed at these times. The system controller (serial number (B)(4)) was not returned for analysis. Requests were made to obtain additional information regarding the reported and observed events. Per customer response, replacing the 14v batteries, battery clips, and internal backup batteries of primary and backup controllers resolved the reported events. Attempts were made, asking if any equipment would be returned for further analysis; however, no response was given. To date, the system controller (B)(4) associated with this complaint is unavailable for an evaluation, and the complaint file will be closed with no further action. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications prior to being shipped on 29aug2019. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms and backup battery faults. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.